Manufacturer narrative:
Batch review performed on 23 july 2024 lot 2406489: (B)(4) items manufactured and released on 14-march-2024. Expiration date: 2029-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional implant revised batch review performed on 23 july 2024 on liner: impact dm 01.26.2852mhc double mobility hc liner 28/dmf (k092265) lot. 2339844 lot 2339844: (B)(4) items manufactured and released on 31-oct-2023. Expiration date: 2028-10-11. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient came in due to signs of infection and the pathogen is unknown. The head and liner were revised. The surgery was completed successfully.